Event description:
The customer observed a falsely elevated alinity c total bilirubin for an infant patient. The following data was provided (customer¿s normal range is 0.10-12.0 mg/dl). Sample ID (B)(6) initial result was 17, repeat result, on a different analyzer, was 8.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity c total bilirubin result on an alinity c processing module, serial number (B)(6) , included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer service center specialist (csc) suggested the customer replace the leaking r1 probe. The customer replaced and calibrated the leaking r1 alinity c-series reagent probe, list number 04s49-01, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated alinity c total bilirubin for an infant patient. The following data was provided (customer¿s normal range is 0.10-12.0 mg/dl) sample ID (B)(6) initial result was 17, repeat result, on a different analyzer, was 8.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.